Event description:
The user facility reported via medwatch mw5185359, "indicator exploded inside tray and set was considered unusable." No report of injury.

Manufacturer narrative:
As the user facility's contact information was blank in the received medwatch, steris was unable to obtain additional information regarding the report event. The device history record was reviewed and confirmed the subject lot was manufactured to specifications; no abnormalities were noted. No additional issues have been reported. UDI related data clarification - the model/catalog number are unknown; therefore, the applicable UDI and production identifiers were not included in the MDR.